Event description:
It was stated by the surgeon that he believes the intraclude aortic device, icf100 may have contributed to an iliac artery dissection with thrombus 6 months after use of the device. The surgeon stated the "artery was normal and ok preop by cta and dissected with thrombus six months post op". He stated that "I worry that the new thinner catheter is more likely to injure the vessel than the old fatter one which distributed pressure over more area. There is a lot of force, especially in tortuous vessels. We will never know for sure." The occurrence date is unknown. No product available for return. There was no stated product malfunction

Manufacturer narrative:
The device was not retained by the hospital. There was no stated malfunction of the device, the surgeon alleged their may be concerns with flow distribution. The patient injury was discovered 6 months post procedure. At this time there is no ability to associate or disassociate the intraclude aortic device with the patient injury. Edwards will report this occurrence at this time as an isolated event and no corrective action will be done. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.